Event description:
Reporter's family member called lfs in 01/02 alleging that the patient's one touch profile meter was getting redocheck and retest messages. The following information was documented: -- about a week before, customer felt customer was going to pass out due to low glucose levels. -- per family member, customer was not able to get a reading. -- customer went to the emergency room due to low blood glucose levels. -- customer received treatment in ER (treatment unknown.) -- at the hospital "paramedics tested with a result of 40mg/dl". "Family member requested what was needed because strips were expired". -- customer did not have items to resolve the issues with "ccr".